Event description:
It was reported that a dexcom g7 sensor was connected to the user¿s phone but failed to connect to the ilet, during which the user had unknowingly run out of insulin and later performed a full supply change; troubleshooting and education were completed, including verification of settings, sensor code, software status, and sensor switching and re-pairing steps, after which the dexcom was paired to the ilet. Symptoms included hyperglycemia with a fingerstick reading of 414 mg/dl and sustained high glucose for approximately 3 hours without acute complications. Outcomes included no use of backup therapy, no professional medical intervention, and negative ketone testing. Investigation included technical troubleshooting, user guidance on cgm pairing, and verification through the mobile app. Investigation of this case revealed successful restoration of cgm pairing to the ilet following settings verification and re-pairing procedures. It was concluded that the event involved cgm pairing failure to the ilet with subsequent hyperglycemia, which resolved after re-pairing and system verification, and the device will be monitored for proper performance.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.